Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
During a site visit, a bd technician identified a pump module that was inspected and observed with minor damage to the ribs of the right iui connector and minor white contaminant to both the left and right iui connector pins, release latches were slow to return from the open position to the closed position. The pump module was provided for repair when it was discovered that the door latch has a broken spring that would not allow the handle to return to the open position. There was no patient involvement.

Event description:
During a site visit, a bd technician identified a pump module that was inspected and observed with minor damage to the ribs of the right iui connector and minor white contaminant to both the left and right iui connector pins, release latches were slow to return from the open position to the closed position. The pump module was provided for repair when it was discovered that the door latch has a broken spring that would not allow the handle to return to the open position. There was no patient involvement.

Manufacturer narrative:
Additional information : imdrf annex a code.